Event description:
Device # 2 of 2. Refer to MFR report 1627487-2014-26722. It was reported that the patient was experiencing discomfort at the ipg site and the back incision site. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.